Manufacturer narrative:
PMA/510(k) #: exempt. Patient code: no code available - medical intervention by way of device fragment retrieval was required to prevent permanent damage. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported a wayne pneumothorax set was used for a drain insertion. Once the drain was in place, the wire guide showed resistance upon removal and snapped. The customer removed the device fragment and verified there was no device portion left in the patient's body by chest x-ray and CT scans the following day. The patient required a repeat drain insertion that was successful and was said to not have difficult anatomy. On (B)(6) 2018, the territory manager reported the patient passed away but this was not due to the cook device. The cause and date of the reported patient death has been requested but not provided at the time of this report.

Event description:
Additional information was provided by the customer on 19oct2018. Patient diagnosis: pneumonia with empyema on background of chronic lung disease. The patient passed on (B)(6) 2018.

Manufacturer narrative:
This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Manufacturer narrative:
Blank fields on this form indicate the information has previously been reported, is unknown or is unavailable. Investigation the reported used device was returned to cook inc. For evaluation. Visual inspection verified the distal tip of the wire was missing and coils were elongated. The proximal end of the guide was intact, with the mandril, coils and safety wire welded together at the proximal tip. A document-based investigation reviewed the following: instructions for use, quality control, manufacturing instructions, device history record and complaint history . The device master record was reviewed and there are adequate controls in place to ensure the device is manufactured to specifications. There is no evidence to suggest the finished product was not made to specifications. A review of the device history record of the finished product shows no nonconforming events that could contribute to this failure mode. A complaint history search revealed that there were no other reported complaints for this lot number. Based on the information provided, examination of the returned product, and the results of our investigation, a definite root cause could not be determined. It is possible the wire separated during manipulation of the wire through the needle. This would lead to the difficult removal and elongation of the wire after placement. Per the [quality engineering] risk assessment, no further action is required. Monitoring will continue to be performed for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.